Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: the keypad cover was torn/peeling at the ok keypad button. The keypad cover below the down arrow keypad button was observed to be missing. All keypad buttons were unresponsive to button presses. The keypad cover was removed and the ok and down arrow button contacts were found to be inverted. Additionally, the battery compartment was cracked. The returned battery cap was used to complete investigation. (B)(6),

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive related to inverted button contacts and that the battery compartment was damaged. This report is made based on results of investigation completed on 09/22/2015.